Manufacturer narrative:
Additional information was obtained. Reportedly, the doctor received visual and/or audible feedback that there was an issue. It is unknown if there was a baseline response at the beginning of the case. It was reported that the product worked for one side and not another. The patient has right side nerve paralysis. The product analysis determined that the event (no response with stimulation) could not be duplicated, and there were no abnormalities found with the system. A final checking of operation confirmed there was no problem. Method: actual device evaluated; electrical evaluation; simulated use testing. Results: no failure detected. Conclusion: no failure detected, device operated within specification.

Event description:
Additional information was obtained. Reportedly, the doctor received visual and/or audible feedback that there was an issue. It is unknown if there was a baseline response at the beginning of the case. It was reported that the product worked for one side and not another. The patient has right side nerve paralysis.

Event description:
It was reported ¿the customer used nim system during surgery. Doctor stimulated a facial nerve but there was no response sound. Then the needles were set to orbicularis oculi muscle and orbicularis oris muscle. So, the doctor set a current value to 3ma and stimulated it but there was no response sound. Doctor continued the procedure due to no sound after that he found the motion of muscle. The patient have nerve paralysis.¿

Manufacturer narrative:
(B)(4). The product has not been returned for analysis. No testing methods performed. (B)(4).